Manufacturer narrative:
Sample was received for evaluation: DHR: there is no indication that the production process may have contributed to this complaint. Failure analysis: the issue of the complaint has not been confirmed: the device passed electronic, noise, linearity/hysteresis, and signal drift tests the root cause of the issue reported by customer could not be determined as the device worked correctly. However, the possible root cause of the defect reported by the customer could be due to film residue (user related)

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during pre-testing, after the microsensor was zeroed, the readings suddenly dropped to -99. Then the physician changed another of the same microsensor which could be used normally. The event occurred before procedure; no patient contact/injury and no surgical delay.